Event description:
It was reported that the rigid video scope had communication error during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: break on optical fiber, dent on outer tube, bent on outer tube, loose adapter, and light transmission failed. Based on the results of the investigation, since the allegation was not reproduced, a root cause could not be identified. And for the newly identified malfunctions mentioned above, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.